Event description:
The factory has rec'd notification from the siemens marketing & service organization in sweden of a concern involving the recently released re-design of the (optional) transport hook, whereby the hooks break off the handle.